Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly , patient was revised due to infection. Washout and poly exchange. (B)(6).